Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. During troubleshooting, tandem technical support (cts) instructed the customer to remove the existing cartridge. When the cartridge was removed, the customer observed the "o-ring" stuck on the pneumatic tap. Customer discarded the "o-ring" and reloaded the same cartridge. Customer was still unable to observe drops of insulin exit the tubing. Reportedly, during the load process, the customer does not remove air from cartridge to let the insulin in. Cts educated the customer on how removing air from cartridge is necessary for the load process. Customer confirmed issue was resolved. Customer's blood glucose was 129 mg/dl.

Manufacturer narrative:
Device and conclusion codes added. The x2 pump user guide instructs the user to remove any residual air from the cartridge.